Event description:
It was reported by the customer ¿we have had a port needle where the safety device failed and the needle was exposed after deaccessing.". Additional information received 01/24/2023: it was a regular de-access post infusion treatment. We pull the dressing off completely and then deaccess the patient. Usually there is a click when the safety is engaged but it went beyond the locking mechanism. Additional information received: there was no reported patient harm. Sorbaview catheter securement device was utilized.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer ¿we have had a port needle where the safety device failed and the needle was exposed after deaccessing." Additional information received 01/24/2023: it was a regular de-access post infusion treatment. We pull the dressing off completely and then deaccess the patient. Usually there is a click when the safety is engaged but it went beyond the locking mechanism.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.